Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported for right side device, "damage to the implants was found during replacement, 4th degree capsule contraction." The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, brown particles in the surface of the shell, wear abrasion, crease fold and weight to the spec. A microscopic analysis was performed which identify crease smooth opening on posterior. Based on the device analysis the final assessment is: -a crease smooth opening on posterior assessed to a fold flaw opening

Event description:
Physician reported for right side device, "damage to the implants was found during replacement, 4th degree capsule contraction." The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Physician reported for right side device, "damage to the implants was found during replacement, 4th degree capsule contraction." The device has been replaced.